Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp for mechanical circulatory support. During insertion, it was reported that the physician was unable to deliver the impella cp due to vascular complications of the patient. The impella cp was removed, and a different longer introducer was used to successfully deliver a replacement impella cp. The patient remained on the replacement impella cp until recovered and was successfully weaned and explanted.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Unable to deliver or advance : the cause of the delivery issue was determined to be patient condition as the patient had tortuosity of vessel preventing successful delivery of the impella. Device history review: the pump passed all the post sterile inspection checks.